Event description:
Pt from germany was injected in the lips with bovine collagen, by an unknown person, while in the phillipines. No skin test was done prior to this injection. A month later the pt has developed swelling at the injection sites. A physician in germany is treating the pt with unspecified oral "corticoids". No product info was available.